Event description:
During a premature ventricular contraction procedure, the contact force information would not display and the procedure was cancelled. The catheter was connected to the tactisys but no contact force would display. The catheter was replaced two times with no resolution. The procedure was cancelled. There were no adverse consequences to the patient.

Manufacturer narrative:
The reported contact force issue could not be confirmed. The device met specifications for electrical testing, temperature testing, and optical signal properties. Contact force was displayed when connected to the tactisys unit, with no error messages noted. Additionally, the catheter met specifications during leak testing. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported contact force issue and subsequent procedure cancellation remains unknown.

Event description:
Related manufacturing ref: 9680001-2018-00170, 9680001-2018-00172. During the procedure, the contact force information would not display and the procedure was cancelled. The catheter was connected to the tactisys but no contact force would display. The catheter was replaced two times with no resolution. The procedure was cancelled. There were no adverse consequences to the patient.